Event description:
Event description guidant received information that two implanted leads had suspected conductor coil fractures. Both leads were capped and surgically abandoned. A new lead system was successfully implanted.